Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the foley catheter is easily disconnecting. The green seal remains intact and the foley easily disconnects, where it attaches near the sample port. There was no patient involved.